Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the insertion flexible tube (ift) coating damage, the light guide fiber bundle (lcb) broken, the angle wire play, the segment corroded, the control body corroded, the control knob pivot corroded, the lg prong corroded, the ccd driver pcb corroded, the lg cable connector corroded, the air/water nozzle deformed, the suction channel leak, the lcb distal cover glass dirty, the junction case loosened, and the segment rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.